Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen (unknown) and hydromorphone at unknown concentration/dose via an implantable pump for intractable spasticity. It was reported by the hcp that the patient had an magnetic resonance imaging (MRI) yesterday around 3 pm and pump was still showing that it was stalled. Confirmed this was the first time pump had been read since the MRI. Reviewed telemetry mode. The hcp thought it had been about 30 minutes since she first read the pump. While on the phone the hcp re-read the logs and it showed a recovery.